Event description:
The reporter stated that she had gotten the er1 message. She stated that she re-inserted the test strip and received a reading of 120 mg/dl. She reported that she does not have high blood glucose readings. She did not allege harm, or seek medical attention.